Event description:
During a supraventricular tachycardia procedure, there was a delay due to an output issue with the ampere generator. While the geometry and histag were being acquired, a pop-up requesting to restart the study appeared at the bottom right of the ensite velocity with new study or resume study, making it impossible to do other work. It was only possible to press the ok button on the trouble popup. When ok was pressed, it became the initial screen, and when resume was pressed from resume study, it was only possible to press the trouble popup. After that, the system was restarted with the existing study, but it was only possible to press the trouble popup. The issue continued like this, so the dws and the ampere were restarted and this resolved the issue. The ensite was also replaced with the patient present during the procedure. The procedure was completed with no adverse consequences to the patient.

Event description:
Corrected information was received confirming the complaint device was the amplifier and not the ampere.

Manufacturer narrative:
Corrected information: b5, d1, d3, d4, g3, h2, h3 the device was not returned for analysis. Review of the provided dws collect logs was unable to conclusively confirm the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.